Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte leaked. The following information was provided by the initial reporter: on (B)(6) 2025, after the PICC catheter was maintained, a new separator membrane needleless closed infusion needle was replaced, and liquid leaked from the interface gap. May cause bloodstream infection, replace with a new separator membrane needleless closed infusion connector. (Harm) none. Unable to determine, product reasons (including instructions, etc.) Product quality issues replace with a new separator membrane needleless closed infusion connector.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.